Event description:
Customer's mother reported a broken belt clip. She stated that the hinge of the belt clip had broken off. The blood glucose reading was 41 mg/dl. She stated that he was treating for the low blood glucose and that it was low because he had just come home from work. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.